Event description:
It was reported that a pending alarm occurred. During the implant procedure, the pump was interrogated, emptied, filled and updated. The pending alarm message was missed. The pump was found alarming in the evening. The patient heard three tone critical alarm sounding every 10 minutes for approximately 40 minutes on (B)(6) 2013. Then the alarm only occurred every 40 minutes or so for couple of times. The alarm sounded once more in the morning of (B)(6) 2013. The pump was interrogated and no history of recent alarm was seen. The log was showing that the pump had stalled prior to implant. The pump stalled on (B)(6) 2012 and recovered on (B)(6) 2012. The log also showed "stopped pump period may exceed tube set," "the pump is in shelf state" and "the pump has a pending alarm" messages. No more alarm was heard following a dose adjustment on (B)(6) 2013. The patient outcome was noted as "well and feeling good clinical benefit." The pump was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. (B)(4).